Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the analyzer didn't work properly. The analyzer failed functional testing. The analyzer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer didn't work properly. It didn't show the ventricular channel after connecting the cables with an electrode. The analyzer was returned for analysis. No patient complications have been reported as a result of this event.